Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported suspected thrombus and elevated ldh could not be conclusively established through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 8 watts from recorded from 10jul2019 through 15jul2019. Some of these elevations appeared to be associated with pi events. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there was an intermittent increase in power and flows the previous week with an elevation in lactate dehydrogenase (ldh). The ldh went back down and inrs have been therapeutic. Plasma free was within normal limits. Log file analysis captured routine events with no notable alarm conditions or parameter changes. There were a few occasions where the pump power was captured 8w but was not sustained. It was later reported that the cause of the elevated pump power, flows and ldh was likely thrombus related. There were no symptoms and parameters were being monitored. The patient's most recent ldh was 416 with inr of 4.8. On (B)(6) 2019, the elevated powers and flows returned to baseline. Log file analysis captured routine events with the device appearing to operate as intended. No additional information was provided.